Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. As a standard practice, staff always checked the instrument before using and no damage was noted. There were no signs of thermal damage at site of breakage and no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. Also, the staff informed there was no broken piece.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument cautery and jaw stopped working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The instrument was also found with a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. And passed recognition, engagement but failed electrical continuity and energy delivery tests. No signs of thermal damage were observed. Additional findings found unrelated to customer reported complaint states that the instrument had a dislodged bearing in the housing. The instrument housing was removed and found the instrument bearing not properly seated at the back end. Further, the instrument had a broken bipolar yaw pulley. Broken piece was missing as a result of breakage. Size of missing piece was approximately 0.0475¿ x 0.0355¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.